Event description:
I was injecting risperdal consta. It comes packaged with syringe, vial of powder, an attachment and a needle. I assembled and injected the medication. When I pulled the needle out, the needle became disconnected and stayed in the pt. A tiny bit of the needle was sticking out and I was able to pull the needle out. Numbers on syringe: 28792a 409006 02 2007.